Event description:
Pre-op diagnosis for the procedure: degenerative disc disease the broken part was recovered from the patient during surgery.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion procedure at l2-5. During procedure, about 5-10mm of the proximal portion of the cage broke off upon insertion. The product came in contact with the patient. The majority of the cage remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.